Manufacturer narrative:
An evaluation of the trestle luxe screws is not possible at this time. The explanted construct has not been returned for evaluation nor have the identifying lot number(s) been provided. Upon the receipt of additional information and/or the return of the implant(s) a follow up report will be submitted.

Event description:
Post op images found that the trestle luxe screw located at the c5 cervical vertebrae had backed out of position. Revision surgery was conducted to remove and replace the hardware positioned at the c5-c7.